Event description:
Pt has been successfully using this product for years. Reports defective pens - 2 boxes worth. The dial was very stiff to twist, making it hard to dial up the dose, and the button was completely stuck, so she could not depress it to get her dose wasting both the pen and her needles. Dose, frequency & route used: 80 units under the skin daily. Diagnosis for use: diabetes.